Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Unknown cause of event).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an 8.2 cm in diameter thoracic aortic aneurysm at zone four. The proximal aortic neck was 27 mm in diameter. There was severe thrombus in the proximal and distal aortic neck. The common iliac artery, proximal and distal aortic neck was mildly calcified. It was reported that nine days post implant a distal type I endoleak was seen coming from the talent stent graft. Approximately three weeks later the physician implanted another talent stent graft resolving the endoleak. The physician stated that the cause of the endoleak cannot be determined since the endoleak was not confirmed at the time of device implant. The physician assessed this event as not device or procedure related. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information received for this case. The investigator changed the relationship of the previously reported type I endoleak for the procedure from no to yes.